Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the defibrillator was analyzed and battery depletion was indicated (eri). Time of eri in save to disk was on (B)(6) 2011, device rrt<=2.62. The weekly battery voltage log data showed a decrease for min bat=2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2011. There was 1- patient alert for low battery voltage on (B)(6) 2011 02:15:04.

Event description:
It was reported that the patient felt the device was 'making adjustments'. The clinician downloaded the carelink reports and noted an atrial pace-ventricular sense-ventricular pace pattern intermittently suggesting sensing and capture issues. The device was explanted and replaced. The patient also received several shocks for t-wave oversensing on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.